Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a crack on top of the reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that reservoir still locks in place. The insulin pump was returned for analysis.